Event description:
The trial would not click in as it should. After 20 minutes another was opened and worked correctly.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.